Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an atrioventricular (av) node ablation, the right ventricular (rv) lead had a threshold rise and the impedance measurements fluctuated. The lead remains in use. No patient complications have been reported as a result of this event.